Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead triggered a lead safety switch (lss) due to impedances of less than 200 ohms. The patient reported that they had fallen around the same time that the out of range pacing impedance measurement was noted. Due to the configuration change associated with the lss, some noise events were stored. The system was reprogrammed back to bipolar configuration. The patient was to be monitored. There were no adverse patient effects reported.